Manufacturer narrative:
Updated the following fields: medsun # (B)(4) in h10, 510k number k152864 in g4, type of report follow up 001 in g6.

Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The investigation determined that no malfunction of the device occurred, and the health hazard evaluation concluded that the event is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised information contained in this supplemental report include the following: g6 - indication that this is follow-up report 002 h2-indication of additional information h6 - medical device problem code:remove 1112 and 3189, added 2017 investigation conclusion code: remove 51. This is the final report for 2183926-2024-00003.

Event description:
On 08/26/2024, merge healthcare received a copy of a medsun report. A merge hemo customer reported that a user was unable to send completed cardiac catheterization patient reports to the emr post procedure. Merge healthcare has investigated the issue and determined that the inability to send reports to the emr was caused by a policy change within the customer's environment that affected file permissions. Without the appropriate file permissions, patient reports cannot be created and transferred to the emr. To resolve the issue, merge technical support restored the file permissions within the customer's environment. There have been no reports of patient injury or harm because of this issue. Reference: 300360000-2024-8015.